Event description:
Per independent repair center statement, the unit had alarming or red light. The key failure was the 4 way valve was leaking. Additional malfunctions were the solenoid was scratched, the power switch had a short circuit, and loose hardware due to nylon ties.